Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell in the toilet. The customer¿s blood glucose was 146 mg/dl. Troubleshooting was performed. The insulin pump¿s display went blank immediately after exposure to moisture. The device started to vibrate and a few minutes later it completely turned off. They changed the battery but it would not work. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.